Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge adequately. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be return per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.